Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Supplier investigation: supplier: tecomet. Visual inspection: the above reported complaint from the customer is able to be confirmed, as the as received state of the applicable instrument was found with its stainless steel components disassembled from its phenolic handle. Functional test: the family of no ratcheting drivers successfully passed durability tests of 273, 788 clicks and 1,404 torsional loads at 71 in.-lbs. This successful testing was determined to be the equivalent of 3 years use. Considering the instrument associated with this complaint was in the field since july 2010, 9 years after the instrument was reported deficient in october of 2019, it is able to be determined that the instrument met its useful life. Document/specification review: a ohr review of shop order number 50124678 has been conducted. One non-conformance for visual defects was found within the order. The non-conformance was reworked and the risk of the rework deemed acceptable. Following the rework, the order was inspected at 100% frequency and successfully passed. No other irregularities were found within the order and the products were built with all of the correct components. Conclusion: the complaint condition is confirmed as the device was received disassembled and, the family of no ratcheting drivers successfully passed durability tests of 273, 788 clicks and 1,404 torsional loads at 71 in.-lbs. This successful testing was determined to be the equivalent of 3 years use. Considering the instrument associated with this complaint was in the field since july 2010, 9 years after the instrument was reported deficient in october of 2019, it is able to be determined that the instrument met its useful life. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 03.100.032, ratcheting handle with quick coupling lot number: 6363047 (non-sterile) manufacturing location: supplier ¿ teleflex / beere precision medical / inspected, packaged and released by: monument release to warehouse date: 01-jul-2010 lot quantity: 18 purchased finished goods traveler met all inspection acceptance criteria. Certificate of compliance supplied by teleflex / beere medical dated 25-jun-2010 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Initial reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on an unknown date, the ratchet mechanism came apart. This case has been reported by the loan kit technician during loan kit inspection. No further information can be obtained as the case was not reported by the customer. This report is for one (1) ratcheting handle with quick coupling. This is report 1 of 1 for (B)(4).